Event description:
It was reported that a patient passed away due to an unknown cause coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized prior to death. It was reported that the patient died suddenly at home with no suspected relation to the treatment. Extraneal and physioneal therapies were not ongoing at the time of death. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis and batch review cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.